Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the consumer did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure she cannot see anything at all, can't focus which makes her sick, and has had injections for a macular hole. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: 2017-33503

Event description:
Additional information was provided by the consumer that she is light sensitive and has negative dysphotopsia.